Event description:
A physician reported a pt who was originally skin tested on 1/29 in the left forearm with negative results. On 3/16/98, the pt was treated in the glabella, nasolabial folds and oral commissures. On 4/15/98, the pt was examined and the physician noted "bumpiness" at the glabellar treated site. The pt reported the onset of symptoms was 3/16/98. The physician prescribed vytone cream. On 5/14/98, the pt was examined and the physician noted the glabellar treated site was red, inflamed, and "bumpy"; without itching or flakiness. There were no symptoms at the other treated sites. The physician prescribed vytone cream. On 10/12/98, the pt was examined and the physician noted three red, inflamed bumps at the glabellar site; the physician prescribed intralesional kenalog. The physician believed this a definite hypersensitivity to collagen. No further medical or surgical intervention was planned or prescribed.